Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, they applied heartstring 3.8mm according to IFU and then loaded the delivery device normally and inserted the seal into the aorta hole, but the seal was caught in the middle of the delivery device this does not happen. I tried to remove the seal and install it, but the seal did not come off and it could not be used, so the operation was completed using the same new product. There was no abnormality in the patient's condition.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct -2019 through sept-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67)the device was returned to the factory for evaluation on 10/18/2021. Photographs were provided by the account. A photographic inspection was conducted. In photograph #1, signs of clinical use and evidence of blood was observed on the delivery device as well as on the aortic cutter. The seal and tension spring assembly was observed in the delivery device with the seal in an opened state with blood observed on the seal indicating an attempt was made to introduce the seal into the aorta. No cracks or delamination was observed on the seal. The white plunger and blue slide lock was not observed in the photograph. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device as well as on the seal. In photograph #2, the product box label was observed. An investigation was conducted on 10/20/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device as well as on the seal. The seal and tension spring assembly was observed inside the delivery device with the seal in a fully opened deployed state. No cracks or delamination was observed on the seal. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. The white plunger on the delivery device was fully depressed and the blue slide lock was disengaged. No measurements of the delivery tube were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the photographic evaluation as well as the returned condition of the device, the reported failure "activation problem" was not confirmed.